Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the air/water cylinder, air/water tube, auxiliary channel, adhesive around the light guide lens, adhesive on the bending section cover, and the connecting tube all found to have foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.